Event description:
It was reported that the patient presented to the hospital for the pacemaker implant procedure. During the procedure, high threshold and failure of capture on the right ventricle were noted. The lead was not used and the physician elected to complete the procedure with a different lead. The were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.